Manufacturer narrative:
The device remains implanted in the patient; therefore, a device evaluation cannot be performed. This product was removed from the global market in september 2005. Boston scientific no longer produces the reported product.

Event description:
It was reported to boston scientific corporation on october 26, 2005, that an enteryx procedure kit was implanted in a male patient in 2005. A total of eight injections were done with a total of 6.9 cc's injected intramuscularly. It was reported that all of these injections were intramuscular and none were transmural. According to the complainant, the patient experienced an onset of odynophagia and dysphagia of moderate intensity. The symptom dedecreased to a mild intensity at approximately 39 days later. The patient lost ten pounds, and no dilitations were done.